Event description:
It was reported that the right atrial (ra) lead was prophylactically explanted and replaced to move the system to the right-side of the patient due to a breast lesion. The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.